Manufacturer narrative:
Umbilical cord clamp d9421 is manufactured by mabis/briggs company. Mabis/briggs has declined to file an MDR on this issue. Cardinal health is filing as the compiler of the convenience kit. Per mabis/briggs: one umbilical cord clamp was returned for analysis. The supplier examined the clamp. The locking mechanism was found to be in working order and the clamp was not bowed or otherwise misshaped. The supplier also conducted a review of the device history record for the lot number and no issues or problems were identified. All cord clamps produced are visually inspected by innovative laser vision software. The laser vision system consists of two industrial-grade cameras that take snapshots of each product as it passes under the camera lens on a moving belt and detects defective parts through measurement of specific dimensions. A review of complaint history and incoming inspection records for item no. D9421 identified one other similar report in 2009. However, that particular report was from a different lot number, and was concluded to be due to user technique.

Event description:
Customer reported that when using umbilical clamp q9421, the clamp will sometimes slip, posing potential harm to the baby it is being used on. In one instance the baby lost a large amount of blood. No intervention or treatment was given. No residual effects anticipated.